Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combinations. The investigation concluded stage I (stair-step) fatigue was identified in high magnification sem images, confirming that the medial condyle fracture was caused by fatigue. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
In (B)(6) 2010, a pain occurred in the right knee. It was noted that the implants in right knee was loosened, which was caused by the fracture of femoral component.